Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise and a sudden increase in pacing lead impedance was observed. Patient was asymptomatic. At the time of lead revision all electrical parameters were normal. Lead was capped and replaced.